Manufacturer narrative:
The investigation of vf/vt/af/at, positioning issues, product damage, and optical signal issue has been completed. The root cause of the optical signal issue was due to sensor wear based on review of returned data logs. The root cause of the positioning issues could not be definitively determined as limited clinical details were provided on how pump came out of position. The root cause of the product damage (sleeve damage) was a use related issue as the pump was attempted to be repositioned when the damage occurred. As the necessary information was not provided, the root cause of the vt/vf was not determined. D9 device returned to manufacturer date added, investigation of the actual device has not yet started. The above investigation results are based on data logs and clinical details. Should any new information from the device analysis become available a supplemental report will be submitted. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28657. D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28657. G2 report source selections were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28657. H6 medical device problem code 2917 and component code 4723 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28657.

Event description:
It was later documented that a placement signal not reliable alarm appeared during support. The pump was replaced in response to the noted failure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The user facility reported that a 66-year-old patient experienced some small runs of ventricular tachycardia following impella cp implant. The following day, the aic (console) alerted that the pump had shifted position. Attempts to reposition the pump were unable to achieve optimal positioning away from the mitral valve. At this point in time, the anticontamination sleeve tore from the repositioning hub. The catheter was cleaned and tegaderm was placed over the tear. The staff expressed concerns if additional repositioning was necessary later in support. Additional intervention was not required and support continued with the current setup.